Event description:
There is no information available regarding the patient. The patient was admitted for a coronary angiogram. The target lesion was the mid left anterior descending. The vessel was moderately calcified and moderately tortus and de novo. There was a 75% stenosis. A cypher stent (3.5/23mm) was implanted to the target lesion by direct stenting. While the cypher stent was being inflated, the balloon ruptured at 12 atm. The pressure would not increase and the contrast medium started leaking for the balloon. A dissection occurred at the proximal end of the deployed cypher. (From the ltm-aorta). Therefore, a different stent (product unknown) was implanted at the dissected area. The procedure was finished. The patient was in stable condition. The medications administered were as follows: aspirin and heparin.